Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this ventilator was serviced by an authorized vyaire medical service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the turbine to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator's turbine did not rotate. There was no report of any patient involvement associated with this reported event.